Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The crossbrace was returned for evaluation, and subsequent testing verified the complaint. The crossbrace broke at the hole where the pivot link attaches. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states that the crossbrace is broken where the pivot link attaches.